Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot part: 426.621 lot: l790427 manufacturing site: grenchen release to warehouse date: 06 march 2018 device history batch & device history review: review of the device history the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformity noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the raw material was confirmed to be correct per the specification with no non-conformance noted. H3, h4, h6: investigation summary manufacturing investigation site: grenchen summary of the manufacturing evaluation: all dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. In addition, during the manufacturing investigation all relevant features have been inspected and they have passed its specifications. Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. As there is not hardness test defined during the manufacturing process regarding to titanium plates, therefore, the raw material certificate was checked and it was found that all used raw material fulfilled the specifications. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed as well as all measurements performed during this investigation are according to specifications. Thus, all relevant measurements performed are according to their specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. Additional product code: ktt. The received x-ray pictures were reviewed and show a broken 12 holes plate reportedly to be a lcp 4.5/5 broad 12 hol224 sst. The breakage occurred through the 6th screw hole. The 9 visible screws seem to be intact. The complaint can be confirmed. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2018 due to broken locking compression broad plate (lcp). Initially, the patient underwent an open reduction internal fixation (orif) left mid shaft fracture of the femur using a 12-hole lcp broad plate on (B)(6) 2018. On an unknown date, the patient came back to see the surgeon complaining of pain. The patient had slipped slightly at home and had a second fracture on (B)(6) 2018. The x-ray taken on an unknown date showed that the implant was broken. The original implant was replaced with a 10-hole lcp broad plate. There was no post-op x-ray available from the revision surgery. The procedure was completed successfully. Patient outcome and surgical delay are unknown. Concomitant devices reported: 5.0mm locking head screws (titanium) (part# unknown, lot# unknown, quantity# 9). This report is for one (1) 4.5mm ti broad lcp plate 12 holes/224mm. This is report 1 of 1 for complaint (B)(4).